Event description:
Reportedly, cpr4 wasn't able to interrogate a device on the box, several failures of communication. Removing the device from the box, was able to interrogate. I'll send the video demonstrating this behavior, is too big to attach.

Manufacturer narrative:
The review of the provided data confirmed the reported issue. The analysis of the provided data shows several communication errors between the programmer, the subject telemetry head and the implanted device. On the provided video, it can seen that the leds on the subject programming head are not at their maximum to detect the device. Five minutes later, interrogation of a platinium device functioned correctly. The root cause of the communication issue between the telemetry head and the implanted device is that the subject telemetry head was not correctly positioned on the implanted device for proper communication. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, cpr4 wasn't able to interrogate a device on the box, several failures of communication. Removing the device from the box, was able to interrogate. I'll send the video demonstrating this behavior, is too big to attach.